Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification in relation to the customer reported under delivered/ no delivery during flow accuracy testing. A review of the event history log identified no evidence of under or no infusion. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under delivered a blood transfusion that started at 12:15 hrs. There was 260 unspecified units in the bag and the order was to run the blood over three hours. The rate was set at 87cc/h. At 15:15 the pump was reprogrammed and checked again at 1645 and there is still the same amount of blood in the bag. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.